Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) cleaned the inside of the roller pump with alcohol and completed release testing successfully. The unit is operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the roller pump displayed a 'belt slip' message. There was no patient involvement.